Event description:
It was reported that upon insertion of the lag screw pin, the pin was catching on the proximal portion of the lag screw hole in the nail.

Manufacturer narrative:
Eval summary: it was observed that there was no interference of the pin through the lag screw pin sleeve in the assembled guide (with sample nails attached) at different center-column-diaphyseal (ccd) angles. It was also noted that if a nail with one ccd was used and an incorrect angle was used on the guide, then it was possible to get the pin to catch on the nail. It is not known if the incorrect angle was used in the guide for the angle of the nail. With the info provided, it is not possible to determine a definitive root cause of this event. Eval: the part meets print specs where measured. A functional test of the components confirmed that the combination targeted correctly. It was also noted that the pin would be able to hit the nail if a 135 degree nail were used with the 125 degree location on the targeting guide. Device history records indicate all components were mfg and inspected to spec. No mfg abnormalities could be detected.